Event description:
A malfunction on the pump was reported by the caller, with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use pump for insulin therapy after resetting the pump.